Event description:
Complainant reported the rotator broke. Flow rate: 2/5ml/sec. Volume: 10ml.

Manufacturer narrative:
Device evaluation, other: device evaluation not completed. Conclusions: other - a follow-up report will be submitted when the device evaluation has been completed.